Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 199 mg/dl on the advantage system compared back to back with a result of 35 mg/dl on the emt's system when testing was performed less than 10 minutes apart. Reporter indicated that she was experiencing some hypoglycemic symptoms of dizziness, shakiness, and disorientation during the time of testing. Reporter stated that the emts treated her with glucose and IV and took her to the hospital where a 71 mg/dl result was obtained and she was given food. No other actions were reportedly taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.